Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Root cause: broken solder joint on code key connector "j2" from user mechanical stress. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The customer is concerned with tests results from results obtained of 600mg/dl and hi. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl the customer did report symptoms of feeling nausea, tired and weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer denies need for medical attention. Customer states that her blood sugar read hi prior to the e-8 error. Could not run a blood test because when customer inserted the test strip, meter read e-8.